Event description:
It was reported that during a rectum cancer resection, after firing the device, the rectum did not close. No staples were found. The surgeon used hand sewing to finish the procedure. There was no reported pt consequence.